Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune revision case was performed by the surgeon. He used an rp construct with a sleeve on the tibia and also used a sleeve on the femur. The femoral sleeve (a 30) was broached and we were trialing off the sleeve and the femur fractured. We ended up putting in a larger sleeve on the femur for fixation and we put 2 cables around the fracture. Surgeon was confused how it exactly happened. Fracturing the femur when putting a sleeve in seems to be a significant problem with the attune revision system. Surgical delay of 15 minutes. Doe: (B)(6) 2020, unknown affected side.